Event description:
It was reported there was mechanical failure of the right table of the sternum. The patient had undergone closure of the sternum with sternal plates and wires. These were attached to bone but the sternum had ripped off completely in 3 different places where the plates had been secured on the right hemisternum, most likely secondary to forceful coughing. Implanted (B) (6) 2010, explanted on (B) (6) 10 and replaced with wire only.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Two different plates were used in this surgery, also see MDR 1032347-2010-00022 for the other plate number.